Manufacturer narrative:
Per the physician's office all the procedures were conducted successfully with no malfunctions or error codes. Zeltiq reviewed the system logs for the month of december for this physician and confirmed no system malfunction occurred during any treatment.

Event description:
It is alleged that a (B)(6) male pt received coolsculpting treatments in (B)(6) 2011 with 8.0 applicator to his lower abdomen, one cycle; and 6.3 applicator to his flanks, total two cycles (exact date unk). His abdomen and flanks were treated on the same day. The procedures were performed without any issue. Manual massage was performed immediately after treatment. Two months after the treatment the pt was satisfied with the outcome. The pt then intensified his physical activities (workout). On (B)(6) 2012, zeltiq was informed by the physician that the pt had developed enlargement of treatment area with a different texture. The physician stated that the abdominal treatment area is harder than normal to the touch. The physician recommended liposuction which was conducted on (B)(6) 2012. This case has also been reported for ez app. 8.0 in MDR 3007215625-2012-00012. A follow-up report will be made to the agency if and when new info is received about this case.